Event description:
I had a lasik surgery on (B)(6) of 2017 and right now, as of (B)(6) of 2018, I have been experiencing some headaches as well as pain behind the eye which I have no explanation why because I have been told that this procedure is safe and the complications usually resolve themselves within a month, but still I'm having some occasional headache. I don't even know why this surgery is even allowed in this country. So many people lives have been ruined because of it and mine is not even the tip of the iceberg. I demand that the FDA does serious investigation of these lasik clinics and its unethical practices. My surgery was in (B)(6) and the dr's name is dr (B)(6) . I am only (B)(6) y/o and I am not sure what my future holds for me now because of this surgery. Please try to find me some help.